Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had a big issue with their therapy. Patient said that they fell on (B)(6) 2024 and have not had good results since that time. The patient believes their condition has returned to where it was approximately four years ago. Patient reported that their handset is not charging. Patient said that their hcp informed them that manufacturer would send a replacement handset to help determine the cause of therapy issues. The patient explained that they need a functioning handset in order to bring it to their appointment, evaluate the therapy, and decide whether a new device is required. However, because the handset will not charge, they are unable to proceed with this process. Patient said that they think it's time for device number 4. Patient confirmed they no longer seeing the hcp on file as they moved to fl. They reported that their current healthcare provider provided a new prescription and ordered imaging. The patient stated that once the replacement device component is received, imaging will be performed to assess and read the device. The patient expressed disagreement with the provider's explanation that only the device, and not the body, can be read. The patient confirmed they are no longer seeing the healthcare provider previously on file due to relocation. The call was transferred to hcit. Agent received call from patient in regard to receiving the replacement handset and were seeing no device found. Agent walked the caller through the steps of connecting to the ins. Caller confirmed that they were able to connect and increase the stim to a comfortable level. Caller also mentioned that they think the ins may be disconnected, but they were going to confirm with x-rays with their hcp. Caller stated that they would follow up with the hcp for further assistance.